Manufacturer narrative:
No product was returned however the pumps operators manual (operating the pump) section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section; to start a dose). There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that the device alarmed indicating that there was further volume left although the cassette was empty. No patient injury was reported.